Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a broken reservoir tube lip, a missing reservoir tube seal, a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and dog chew marks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a crack and blank screen. Customer's blood glucose was 228 mg/dl. The location of the damage is on screen and reservoir area. The customer stated that they were dropped and stomp on it. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.